Event description:
It was reported that the device had poor coupling while recharging. The antenna locate feature was used and the stimulator was not too deep. A different recharger was used and no coupling noted again. An xray was done, which confirmed the stimulator had flipped. It was further reported that the patient previously had 8 coupling bars when she recharged. The company representative was notified on (B)(6) 2013 that she had no coupling and had difficulty charging. After the flip was confirmed, the patient was seen by a surgeon that same day. During the consultation, the surgeon was able to manipulate and flip the stimulator back. Impedances were checked and normal charging was initiated. The patient was doing well, receiving therapy and charging normally with adequate coupling.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 37754, serial# (B)(4): product type recharger, product ID 37746, serial# (B)(4): product type programmer. (B)(4).